Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a glenn procedure on (B)(6) 2013 and suture was used. The patient developed a wound infection. On (B)(6) 2013, the patient returned for sternal wound debridement. On (B)(6) 2014, the patient returned and had sternal exploration with sternal wire removal. The patient received a wound vac as part of treatment and the steel sutures were removed. The surgeon is concerned for an allergy to the product, specifically nickel.

Manufacturer narrative:
The surgeon opines that nutrition,hypoxia and previous infections are all were contributing factors to the wound infection. (B)(4).